Manufacturer narrative:
(B)(4). Implant date: 1993. Concomitant medical products: unknown agc articular surface, unknown agc femur. Reported event was confirmed by review of x-rays provided. Review of x-rays indicates severe medial compartment narrowing, presumably related to polyethylene wear. Calcified loose bodies versus polyethylene debris along the medial and lateral joint space. Focal rounded lucency involving the lateral tibial compartment at the bone cement interface suggesting possible osteolysis. Similar findings seen along the lateral femoral condyle laterally. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported by the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision after twenty-five years due to polyethylene bearing wear. No additional information is available.